Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent knee surgery and as the patient has a history of complete heart block they were assessed for this. It was noted that there was an atrial alert warning and a history of low impedance was identified. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.